Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the device's tubing/chamber. The patient is experiencing rashes on head, back, arms and chest. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A remstar auto device was returned to a third-party service center as part of the uno recall process. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician also noted error codes present, and dust were found in the device. The device was scrapped by the service center after the evaluation was completed. The customer complaint of rashes was not addressed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the device's tubing/chamber. The patient is experiencing rashes on head, back, arms and chest. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.